Event description:
It was reported that during the equipment check, there was a burning smell. The customer reported the smell came from the rear ventilation area, but there was no abnormal burning odor confirmed during the service visit. There was no patient involvement.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. B3. Date of event: exact event date is unknown.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. B3. Date of event: exact event date is unknown. E1. Initial reporter email - correction. The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse found the ground nut at the input terminal completely loose. The nut was re-tightened and the issue was resolved. Furthermore, the fse detected a slight odor resembling mechanical component smell from the rear ventilation area, but it was not a burning smell. The fse demonstrated it to the customer who was present at the time of the visit, and who confirmed there was no burning smell. Based on the analysis results and available information, the reported clinical observation was not confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the equipment check, there was a burning smell. The customer reported the smell came from the rear ventilation area, but there was no abnormal burning odor confirmed during the service visit. There was no patient involvement.